Event description:
Registered nurse went to access patient port and realized that the saline syringe in the port kit was completely empty. This was never connected to the patient to risk an air bolus, but rn made nurse coordinator aware. Staffing made aware to keep a close eye on kits before pushing anything in.